Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ft4 ii assay results from 3 separate samples drawn from the same patient tested on a cobas 6000 e 601 module compared to the results from another methodology (clia method). Please refer to the attachment of this medwatch for patient data. The erroneous ft4 ii result of 7.77 ng/dl was reported outside of the laboratory. There was no allegation of an adverse event. The cobas e601 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
One sample from the patient was received for further investigation and the customer's high result was reproduced. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is documented in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."